Event description:
It was reported to philips that the allura device would not turn on. The device was outside clinical use at the time of the event. No patient harm was reported. A philips engineer visited site and replaced the host pc. Following this the device resumed expected function.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected that the system onsite and confirmed that host pc did not switch on with the system. Upon troubleshooting, fse confirmed that malfunction in ippc. Fse replaced host pc and installed the software. After the replacement of host pc and installation of software the system was returned to use in good working order. The codes were updated based on the investigation outcome.